Manufacturer narrative:
Reliability analysis inspected one opened and or used enlite sensor and performed bicarbonate buffer test and sensor failed per spec due to high readings. The cannula was found to be split from tubing.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they are receiving sensor error and lost sensor alarm. The customer's blood glucose level at the time was 195mg/dl. Troubleshooting was conducted and the customer is returning the sensor and receiving replacement.